Event description:
It was reported that at the most recent follow-up, this right ventricular (rv) lead exhibited intermittent over-sensed noisy signals. Additionally, a high capture threshold measurement and loss of capture were also noted from this rv lead. The physician subsequently elected to explant the rv lead and a new lead was implanted to resolve the event. No additional adverse patient effects were reported. The rv lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at the most recent follow-up, this right ventricular (rv) lead exhibited intermittent over-sensed noisy signals. Additionally, a high capture threshold measurement and loss of capture were also noted from this rv lead. The physician subsequently elected to explant the rv lead and a new lead was implanted to resolve the event. No additional adverse patient effects were reported. The rv lead was received for analysis.